Event description:
In an article titled, "comparison of therapeutic effect between percutaneous vertebroplasty and kyphoplasty on vertebral compression fracture," the following events were reported: in the percutaneous vertebroplasty group: five patients with bone cement leakage into the anterior border of vertebral body was seen; one patient with leakage into the spinal canal. In the percutaneous kyphoplasty group: three patients were found with bone cement leakage into the anterior border of vertebral body, but no leakage into the spinal canal. In three-month follow up after operation, two groups exhibited normal bone texture and bone cement distribution. No additional information was reported. At the time of these events, kyphoplasty products were not distributed in (B)(4).

Manufacturer narrative:
Report source: article titled: "comparison of therapeutic effect between percutaneous vertebroplasty and kyphoplasty on vertebral compression fracture" by zhou jian-lin, liu shi-ging, ming jiang-hua, peng hao, and qui bo. Chinese journal of traumatology 2008. Method: device not returned, internal review of literature, follow-up with author.